Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. Reportedly, the customer reverted to manual injections for alternate insulin therapy. The customer's blood glucose (bg) was 48 mg/dl. Cause for bg was unknown as customer declined to provide further information regarding bg.